Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath lot# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (7.500 mcg/ml at 2.999 mcg/day) and bupivacaine (1.250 mcg/ml at 499 mcg/day) via an implantable pump. A pump reset procedure for a previously defined estimated time was reported. The date of the event was noted as being (B)(6) 2022. It was further noted that 30 ml were found in the reservoir when there should have been less than 2 ml on (B)(6) 2022. A pump failure or catheter problem was indicated. A request was made to review the procedure of pump and catheter patency. Factors that may have led or contributed to the issue were unknown. The issue was not resolved as of (B)(6) 2022. The patient was described as having experienced temporary injury regarding decreased pain management. The patient did not require hospitalization. A replacement product was required. The patient's medical history was unknown or would not be made available. As per the pump logs provided a non-critical low reservoir alarm occurred on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2022. Also, per the logs provided, a critical alarm regarding g empty pump occurred on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2022-mar-14. It was reported that although the issue / volume discrepancy, decreased pain management, and empty pump was not resolved, the patient had been helped by oral medication.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s weight was approximately 80 kg. Regarding the empty pump alarm that occurred on (B)(6) 2022, it was noted that a low reservoir pump alarm had occurred on (B)(6) 2022. Regarding the cause of the empty pump alarm, automatic calculation of the pump was noted. The patient¿s pain had increased. The cause of the volume discrepancy and decreased pain management was unknown. Regarding actions taken/planned to resolve the event, they were in the process of authorization for a catheter revision. The issue / volume discrepancy, decreased pain management, and empty pump was not resolved. The device remained implanted until revision of the catheter would be made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.